Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: investigation confirmed that the audio bolus button cover was missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The audio bolus button was unable to be further tested to the damage. Unrelated to the complaint, the display screen was found to be dim and discolored. A new test screen was inserted and the display illuminated to normal contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb missing/peeling/torn) issue; the audio bolus button allegedly fell off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.